Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as coding was updated from product investigation. Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. Moreover, stimulation was also noted in all vectors. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. Moreover, stimulation was also noted in all vectors. The lv lead was explanted. No additional adverse patient effects were reported.